Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead appeared to be oversensing and atrial capture could not be confirmed. It was noted that it was unclear if the patient was in atrial fibrillation (af) or not. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.